Event description:
It was reported that the handpiece continued to run even when in safe mode. It is unknown if there was patient or user injury, or any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Based on the quality investigation, the handpiece performed to specifications. The handpiece was returned to the customer.